Event description:
A facility representative reported a implantable collamer lens (icl) tear during injection/delivery into the eye. There was patient contact, but no patient injury. The lens was intraoperatively implanted, removed, and replaced. Cause of the event was the device. The doctor reported a nick on the foot plate of lens. The problem was resolved. Reportedly. "Patient reports vision is good."

Manufacturer narrative:
. H6: work order search: no similar complaints within associated lots were found. H11: lens serial number, event description, patient, and doctor information were previously reported within claim# (B)(4). Due to reporter clarification provided for unknown information on 10/03/2024, claim# (B)(4) will no longer be a complaint. Claim# (B)(4) will observe all event information from claim# (B)(4) due to earlier notification by reporter. Claim# (B)(4) was previously not reportable based on information initially provided. Claim# 434035